Manufacturer narrative:
It was reported by the customer that on (B)(6) 2024, there was a "leaking sample port". It was reported that due to this, the catheter was removed and replaced. No harm to the patient was reported. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Leaking sample port.